Event description:
During shoulder arthroscopy procedure, it was noted that bubbling saline was percolating out of the operative port as the probe was being used. The probe was 'red at the tip' as the probe was being removed from the operative port. 2nd probe used also caused saline to bubble from the incision site but the tip was not red as it was removed from the pt. Unit was operating at the preset level. Software version 3.51 was used.